Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 142-252 mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips are stored improperly and were first opened (B)(6) 2015. Reviewed meter memory: 398mg/dl, (B)(6) 2015 10:15:00 am, fasting: yes. 369mg/dl, (B)(6) 2015 06:08:00 pm, fasting: yes. 273mg/dl, (B)(6) 2015 07:27:00 am, fasting: yes. 385mg/dl, (B)(6) 2015 09:23:00 pm, fasting: yes. 514mg/dl, (B)(6) 2015 06:41:00 pm, fasting: yes. Customers concern: customer concerned with results 398, 369 and 514 mg/dl. On a follow up call (B)(6) 2015, the customer informed he knows the results are high and so does his doctor. He said the new meter may still give him high results since he knows his sugar has been running high. Adverse event not reported.